Event description:
Implant was revised and reviewed for analysis. Reason for revision: revision due to dislocation and cup loosening. The non-articular surface of the acetabular cup shows, no cement remaining. Cement manufacturer is unknown.

Manufacturer narrative:
Manufacturer entity d3 corrected to s.e.r.f societe detudes recherche fabrication. An event regarding dislocation and loosening involving an unknown bi-mentum shell was reported. Conclusions: the reported device is an serf product. Written acknowledgement from serf that an investigation has been initiated under ref # (B)(4).

Event description:
Implant was revised and reviewed for analysis. Reason for revision: revision due to dislocation and cup loosening. The non-articular surface of the acetabular cup shows, no cement remaining. Cement manufacturer is unknown.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.